Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9275379. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-10-02. Medical device lot #: 9275421. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-10-02. Investigation summary: three samples were received. One came in sealed packaging blister and two in open packaging blister. Visual inspection was performed with a 10x magnifier lens. No foreign matter inside the syringe was found. One syringe has a black dot at the bottom of the barrel, it is embedded burnt resin. The size is 1/64¿. It is acceptable. Another syringe has a light ink ring at the 15ml. It is barely noticeable; it was needed to find the right angle to see it. It is acceptable. The third sample has two inks. One at the 15ml mark and the other one at the 30ml mark. Both are acceptable. The symptoms reported were identified in the samples received. These are acceptable. Embedded foreign matter is from our syringe barrel molding process and the ink rings are from the syringe assembly printing process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the symptoms reported were identified in the samples received. These are acceptable. Embedded foreign matter is from our syringe barrel molding process and the ink rings are from the syringe assembly printing process. Rationale: CAPA not required at this time.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had foreign matter inside the barrels. This was discovered before use. The following information was provided by the initial reporter: material no: 302832 batch no: 9275379, 9275421. It was reported that syringes have black stuff inside the barrels. Product description: syringe bd luer-lok 30ml 1ml latex free sterile concentric ll tip 1ml graduation nonpyrogenic dehp free medical disposable. Origin of the issue: product failure//design. Detail: sterile syringes have black stuff in the tubes or have black marks on the inside edges. Number of occurrences: 3.0.